Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s continuous renal replacement therapy (crrt). The leakage was reported to be in the dialyzer and in the bag. The event resulted in approximately 200 ml of blood loss. An inspection did not detect technical failure or a cause linked to the event. A transfusion was performed. The sample was not available to be returned for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in g2. Investigation: the reported event is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserved samples are available. Therefore, the retention sample analysis is not done. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history record (DHR) review noted that products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during review. Complaint history review revealed 2 other complaints regarding this batch.

Event description:
It was reported that a dialyzer blood leak occurred during a patient¿s continuous renal replacement therapy (crrt). The leakage was reported to be in the dialyzer and in the bag. The event resulted in approximately 200 ml of blood loss. An inspection did not detect technical failure or a cause linked to the event. A transfusion was performed. The sample was not available to be returned for evaluation. Additional information requested but has not been obtained.